Manufacturer narrative:
The architect anti-hcv lot number information was not provided by the customer. Data from the customer's i2000 analyzer was reviewed to determine the lot number in use at the time the non-reactive results were generated. Data was only available beginning with march, 28 2017. The samples in question were tested previous to that. Architect anti-hcv reagent lot number 70565li00 was used in march 2017 by the customer and could have been used at the time the suspected results were generated. In addition, two previously manufactured sister lots (which contains the same bulk material) 70106li00 and 68386li00 were investigated regarding sensitivity. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. Retained reagent kits of architect anti-hcv reagent, lot numbers 70569li00 (which contains the same bulk components as lot 70565li00), 70106li00 and 68386li00, were calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. Two sensitivity panels (core only panel and ns3 only panel) and additional replicates were tested. The sensitivity panel and positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels). The seroconversion panel results were compared to historical data of architect anti-hcv reagent. Reagent lots which were tested detected the same bleeds as reactive as historical data of architect anti-hcv assay. Based on this data it was shown that the sensitivity performance is not adversely affected. A review for potential nonconformances/non-conformances and deviations was performed. This review did not identify any potential non-conformances/non-conformances or deviations. A review of labeling was performed and concluded that the issue is sufficiently address in labeling. Based on the available information no product deficiency of the architect anti-hcv assay was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a negative architect anti-hcv result was generated on a donor sample that was positive when tested with roche nat. This testing originally occured on (B)(6) 2017 (s/co = 0.19). The donor continued to be followed and after the 6th followup an architect anti-hcv result of 0.85 s/co was generated on (B)(6) 2017. On (B)(6) 2017 architect anti-hcv results of 4.67, 5.28, and 5.36 s/co were generated. There was no report of injury or patient impact.